Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
A consumer reported pain following an intraocular lens (iol) implant procedure. A "cloudy eyeground" was confirmed during the medical examination. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).